Event description:
New information received states that during system explants for infection, the previously capped lead showed externalized conductors.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received shocks. Review of the egms noted noise on the lead. The lead was capped and replaced.